Manufacturer narrative:
The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. No abnormality with the implant was confirmed. At this time the reported issue will be tracked and trended.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The implant was removed approximately less than 8 months after it was placed in tooth # 10. The implant site had type 2 bone quality. There was no bone loss. The implant was placed in a previously grafted site. There was granulated tissue around the implant. There was no infection. Patient had no pre-existing conditions. There was no abnormality with the implant. There was no injury to the patient and patient is reported to be "good".